Event description:
It was reported that during testing conducted at the manufacturer facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure. It was also noted at the manufacturer facility that the nose cone was coated with a substance, indicating that there may be a leak.

Event description:
It was reported that during testing conducted at the manufacturer facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Updated to reflect the fact that the nose cone coated with a substance reported is not indicative of handpiece leaking and leaking was not an observed device problem. Fluid leak was removed, reflecting the fact that the nose cone coated with a substance is not indicative of handpiece leaking and leaking was not an observed device problem.

Manufacturer narrative:
This follow-up is being filed to report a leak that was discovered in service.

Event description:
It was reported that during testing conducted at the manufacturer facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation the driveshaft assembly and bearings were found to be corroded and it was found that bearing 81630 was broken. The broken bearing is the probable cause of overheating due to increased friction.